Manufacturer narrative:
Monaldi arch chest dis 2010; 74: 76-81 francesco borgia, luigi di serafino, anna sannino, giuseppe gargiulo, gabriele giacomo schiattarella, mario de laurentis, laura scudiero, cinzia perrino, federico piscione, giovanni esposito, massimo chiariello division of cardiology, federico ii university of naples, italy. Corresponding author: (B)(6).

Event description:
After heparin infusion and using crossover technique, pta with stent implantation of the superficial femoral artery(sfa) and popliteal artery was performed using one non-medtronic stent and two protégé everflex (7.0x120 mm and 6.0x120 mm), providing an optimal angiographic result and a good runoff to distal vessels. The patient received a loading dose of clopidogrel (300 mg) p.o. And was discharged on dual antiplatelet therapy (asa 100 mg/die plus clopidogrel 75 mg/die) in addition to homing therapy. Duplex ultrasound performed two days later showed normal flow of treated segments and downstream. Seven days after the procedure, the onset of gastrointestinal bleeding (hb 8.70 g/dl) induced the primary care physician to stop dual antiplatelet medication. After 15 days, the patient returned for rest pain and right acute limb ischaemia(ali). Right pedal pulse was absent. The peripheral angiography showed acute stent thrombosis from the proximal right sfa up to popliteal segment. Anticoagulation with heparin was immediately started and several attempts to open the occluded stent were performed. First, a 0.035-inch j-shaped stiff guide-wire was used to cross the thrombotic occlusion and then multiple dilatations of the stents within the sfa were performed with a 3.0x40 mm balloon catheter, without any good result. It was decided to operate a mechanical thrombectomy. As a result, mechanical aspiration of the thrombus allowed a good angiographic runoff and then two self-expandable stents were implanted. After the procedure, the patient reported that pain disappeared and control angiography of the treated arterial segment revealed an optimal angiographic result and a good runoff to patent vessels below the knee. At 1 year follow-up, the ulcer on the patient's toe healed and no stenotic lesions were found at colour doppler ultrasound.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.